Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold. During procedure, it was noted that he connector of the lead appeared to be elongated at the tip. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.